Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 09nov2015. The heartmate ii lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Based on a review of available patient records and the reported patient outcome, there were no device issues at the time of the patient outcome. The device operated as expected. Due to patient privacy laws no further information could be provided.